Manufacturer narrative:
It has been determined that this combination product is not manufactured by bd but contains components manufactured by bd. These supplied components cannot be operated as a standalone device and therefore are not subject to post market regulatory reporting. An MDR should not have been filed by bd for this device.

Event description:
It was reported that 33 tube pms plh 13x75 3.0 blbl lme ce experienced tubes/extenders with molding defects (non-cosmetic) that can still be used. It is not specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: prior to use tubes were found to be damaged, sucked in completely.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Event description:
It was reported that 33 tube pms plh 13x75 3.0 blbl lme ce experienced tubes/extenders with molding defects (non-cosmetic) that can still be used. It is not specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: prior to use tubes were found to be damaged, sucked in completely.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 33 tube pms plh 13x75 3.0 blbl lme ce experienced tubes/extenders with molding defects (non-cosmetic) that can still be used. It is not specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: prior to use tubes were found to be damaged, sucked in completely.